Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision due to poly wear.

Manufacturer narrative:
The engineering evaluation noted in the revision reported was likely the result of wear of the acetabular liner. However, the revised parts were not returned for evaluation and therefore, the cause of the wear cannot be determined.

Event description:
Index surgery: 05/20/2013. Revision due to poly wear.